Manufacturer narrative:
No product was returned for evaluation. Radiographs were provided that showed the device had migrated posteriorly. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event.

Event description:
It was reported that the patient required an initial revision surgery two days after the original surgery, where the implant was repositioned since it was observed that it had migrated. About 45 days following the first revision surgery, it was observed by the surgeon that the implant had migrated posteriorly again. A second revision surgery was performed where the implant was removed from the patient and replaced with bone graft. No complications were reported to the manufacturer.